Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed in veeva to be associated.

Event description:
According to the available information the device was explanted and replaced but no reason was provided for why it was explanted and replaced.

Manufacturer narrative:
The information received indicated the device had a malfunction, but because no functional abnormalities were noted with the returned pump, the complaint could not be confirmed as reported.

Event description:
According to the available information this inflatable penile prosthesis was implanted and revised due to unknown reasons. The surgeon could not find anything mechanically wrong and did not find a leak.